Event description:
The patient has an implanted bi-ventricular ICD with dislodged left ventricular (lv) lead. The patient sent into hosptial for replacement of a (lv) lead. During procedure while positioning the lead, the "floppy" (distal) part of the "whisper ms wire" (exchange venous wire) fractured at the point where it meets the inflexible part (proximal). A vascular surgeon was called in and he snared the broken-off piece.======================manufacturer response for guide wire, hi-torque whisper ms guide wire 300cm (per site reporter).======================no response yet.